Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power. However, unit received with a restart alarm during restart error test. No loose signal a17 alarm.unable to prime during prime/a33 test and motor error alarm duringbasic occlusion test due to faulty fsr(gold).motor passed motor test.unable to verify no delivery alarm due to motor error alarm.unit received with minor scratched display window.unit received with cracked reservoir tube lip

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and unexpected restart after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting assisted customer with possible reasons for the alarm but customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.